Event description:
It was reported to vyaire medical that the ventilator keeps stopping. 3100 was on a patient with no patient harm. Informed that the 3100 was connected to an external back-up power source and failed. Biomed called the manufacture and was told that external back-up power source had failed

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: fse reported to the customer's site to check performance of ventilator. Performed performance check on ventilator. Made necessary adjustments for proper operation of ventilator. Note: ddi pcb and regulator pr-2 and pr-6 had to be adjusted into mfg specs.

Event description:
Vyaire medical received additional information where a company field representative was able to make necessary adjustments for proper operation of ventilator.